Manufacturer narrative:
This event occurred in (B)(6). Service found contamination in the "pipeline." It is unclear what service actions were taken. Afterwards, qc and patient sample results were normal. Instrument performance testing was acceptable. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys t3 (t3), elecsys t4 (t4), elecsys ft3 (ft3) and elecsys ft4 (ft4) on a cobas e 411 immunoassay analyzer. The initial t3 result was 3.00 nmol/l. The repeat result was 1.83 nmol/l. The initial t4 result was 296.3 nmol/l. The repeat result was 99.54 nmol/l. The initial ft3 result was 6.77 pmol/l. The repeat result was 4.82 nmol/l. The initial ft4 result was 22.21 pmol/l. The repeat result was 15.12 pmol/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. No reagent lot numbers with expiration dates were provided.